Event description:
A patient named (B)(6) reported issues with the current system, including a nearly broken interact button, problems registering the cartridge, and frequent loss of communication with the cgm. These issues caused management delays as the patient waited up to 30 minutes for the pump to accept a new cartridge. There was no reported impact to jacob¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken by tandem technical support.